Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi operation. A software download was automatically performed and normal function resumed. The patient was stable.